Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the machine is displaying an error massage "autofill failure" and the display is getting blurred. Reset the connections of display pcb, coiled cable and video receiver board of the display but still problem persist. Crosschecked the whole display of the device with another one but still problem persist. Display pcb was suspected faulty, required same for testing purposes. Also observed that device showing autofill failure alarm. Entered service diagnostics and found that drive manifold was malfunctioning intermittently. Required same for testing purpose also further diagnosis. The fse replaced the display pcb and drive manifold to resolve the issue. Device passed all performance and safety tests successfully. Device was returned to customer and cleared for clinical use.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during routine check cs300 intra-aortic balloon pump (iabp) was showing autofill failure and display was getting blurred. There was no patient involvement.